Event description:
On (B)(6) 2014, the patient contacted lifescan (lfs) alleging that her one touch ultra2 meter was reverting to the settings mode when attempting to test her blood glucose. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged meter settings issue first occurred on (B)(6) 2014. The patient manages her diabetes with a combination of pills, diet and exercise. The patient reported that she made no adjustments to her medication(s) due to the alleged meter issue. The patient claimed, that 5 hours after the product issue started, she developed the symptom of ¿shakes.¿ the patient denied receiving any treatment. At the time of troubleshooting the cca noted that it was not the first time the patient was attempting to test with the subject meter. The reported issue was resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient reported signs and symptoms suggestive of a hypoglycemic event after the alleged meter settings issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.